Manufacturer narrative:
(B)(4). Batch # p56m8f. Device evaluation: the analysis results showed that one ecr60b cartridge reload was returned with 2 drivers missing and one driver out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. One picture was provided; picture received shows a blue cartridge on a bottom view, with 2 drivers missing and what appears, one driver out of position. Based on the photo alone the event describe is confirmed.

Event description:
It was reported that upon opening the packing, before used on the patient, could not load the reload into the jaw. Checked and found the staple driver falling off. Another device was used to complete the surgery. There were no adverse consequences to the patient.